Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away unexpectedly sometime in the morning of (B)(6) 2025. The patient was found with their driveline still was connected to the system controller, no audible hum, and no alarms going off, so it was suspected that the patient left their batteries drain. Log file review showed that on (B)(6) 2025 at 5:38:54, the patient performed battery exchange to fully charged batteries. On (B)(6) 2025 at 0:22:05, low power advisory alarm was activated (> 18.5 hours runtime on battery power) and at 1:30:01, low power hazard alarm was activated (> 1 hour of runtime in low power advisory alarm state. Recorded data indicated alarm silence button had not been pressed). On (B)(6) 202 at 1:39:06, no external power alarm was activated. On (B)(6) 2025, at 3:34:51, emergency backup battery (ebb) was no longer able to support pump function and at 3:35:12 the ebb was fully depleted. The system controller was no longer able to maintain date/time setting. The controller was then connected to the power module with unknown time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was suspected that the batteries had completely depleted (see the investigation of the system controller). Whether the outcome was device or therapy related was not provided. It was unknown whether an autopsy would be performed and whether the pump would be explanted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.